Event description:
It was reported that 46 months post-implant of a bifurcated device and infrarenal aortic extension; the patient presented with a proximal type I endoleak of the infrarenal aortic extension. Reportedly, the patient had been lost to follow up until recently. The patient was treated with a infrarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for evaluation. However, operative notes and CT reports from the secondary procedure were provided for clinical assessment by clinical representative. Based on the review of the medical records, event information and manufacturing records, a root cause is unable to be determined; however, there is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.